Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 150 mg/dl and 300 mg/dl; 98 mg/dl and 425 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.